Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air in line alarm. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was confirmed during air detector test. Air detector sensor was replaced with a new air detector sensor. Disposable test pass, air detector test pass, verify air detector height pass. All tests passed within specifications.